Event description:
It was reported that while lying down the patient experienced shocking from the nipple line on his chest down to his toes. The device was off at the time. The patient continued to experience constant shocking and each time noted the device was off. Two days after the initial episode, the patient experienced shocking that lasted 10 minutes. The device was again verified to be off. Additional information reported that palpation did not reproduce the sensation. Impedance readings showed all impedances >3600 ohms at 0.24v. Therapy impedances were within normal limits (758 and 600 respectively on programs 1 and 2). It was also reported that the patient was getting good therapy when not getting shocking. The patient was going to keep a diary of when the symptoms occurred, verify with each episode that the device was off, and note what the last program was that was used. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.